Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay multiple patients performed on (B)(6) 2021 using two different lots. This MFR. Report addresses patient 3 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested iclean nasopharyngeal swab. 4plex cepheid pcr confirmation testing on (B)(6) 2021 using a nasopharyngeal swabs in transport media (m4rt) generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please refer to MFR. Report numbers: 1221359-2021-01582, 1221359-2021-01583, and 1221359-2021-01585.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022562 test base part number 190-430 / lot 1022562. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.